Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that her device was changed out every 10 months but with no allegations because it was based on usage and settings. The patient's implantable neurostimulator had been dead for about at least 3 weeks as of (B)(6) 2015 and she had not been able to eat for 3 weeks. There was no fall or trauma, or emi environmental exposure related to this event. The stimulation was not related to positional movement. A sudden change in therapy and symptoms was noted. The patient was to receive a new gastric pacer and lead, but the day prior to her surgery it was canceled. Her new surgery was scheduled for (B)(6) 2015. Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient was not experiencing symptom relief. It was working, then for some reason it failed to give her relief. It was not determined why she lost effectiveness. It was not due to a dead battery as she lost effectiveness before the battery died. The patient mentioned that her settings for it were up high and the battery died rather quickly because of this. The issue was identified at normal follow-up. The hcp removed the patient's leads and battery and replaced the leads in a new location deemed optimal. The battery was also replaced, since it was dead. Prior to the replacement, nothing was done about the patient's eating problems. The patient was indicated for gastric stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Continuation: product ID 435135 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead product ID 435135 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead product ID 435135 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead product ID 435135 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device evaluation code 67 pertains to pg 3116 enterra for gastroparesis ((B)(4)), lead 435135 enterra ((B)(4)), and lead 435135 enterra ((B)(4)) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s battery only seemed to last a year and a half until she needed to get the implant replaced. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6)2015, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6)2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the replacement was due to normal battery depletion. No further complications were reported/anticipated.